Event description:
On (B)(6) 2013, the reporter contacted animas alleging an intermittent power issue. The pump lost power multiple times during which the user could not access pump functions. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow #3 date of submission:additional product analysis:the pump was found to have a cracked battery compartment during testing. No power loss was duplicated during testing.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 10/25/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump did not power-up. The battery compartment was intact with no observable damage and the battery cap was able to tighten properly. Corrosion was observed on the battery spring underneath the battery cap which prevented proper contact with the battery. The battery cap was replaced with a new test battery cap and the pump powered up with no issue found.

Manufacturer narrative:
Updated to show that no conclusions can be made about the device at this time.